Event description:
I was implanted with the essure device on (B)(6) 2012. It was done at an outpatient hospital facility, which I did not realize this would be a surgery in a hospital until about a week previous. After the procedure I had cramping and bleeding, however the pain in my lower, left abdomen continued to hurt. While at my three month check of the essure placement I explained the pain I was still having to my ob/gyn who did the procedure, she said that it sounded like a muscle that was causing my pain. This pain in my left abdomen continued to hurt, and I started to have other problems as well, like constant headaches, bowel problems, chronic pelvic pain, total lack of a sex drive, tingling in my legs and arms, pain during intercourse, feeling worn out and tired all of the time, and my abdomen was swollen and was tender, it also would hurt to exercise as well as even to sit down too fast. I went to the emergency room a few times for horrible pelvic pain, as well as to my family doctor to find out what was going on. Each time after many tests and ultrasounds, they could not explain why I was feeling this way. I eventually went to a new doctor as I had moved to a new town, the doctor did an ultra sound and they said I had an enlarged uterus, fibroids, this was a shock because not even two years earlier I had no problems with my uterus at all. I tried going back to my ob/gyn who did the essure procedure, as suggested by my doctor, however she did not accept my insurance unless it was pregnancy related. Finally I was referred to an ob/gyn who accepts my insurance and ended up having to have a lavh hysterectomy taking everything except my ovaries on (B)(6) 2015. Since my hysterectomy I no longer have the chronic pelvic pain that was in my lower left abdomen, and the pain during intercourse is no longer there. Slowly my other problems I was experiencing are going away. I was never informed of these potential problems while considering the essure procedure and if I would have been, I don't think I would have chosen to get this procedure done.